Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s lead was relaying noise and causing inappropriate automatic mode switching. No further information was available.

Event description:
New information noted the physician will monitor the lead and the patient.